Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopy the healicoil knotless pk suture anchor broke. The pieces were removed from the patient with a grasper and the procedure was completed with a smith and nephew back up device with a delay of less than or equal to 30 min. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated issue. A review of the instructions for use found: ¿ read these instructions completely prior to use. Incomplete anchor insertion may result in the anchor not functioning as intended. Breakage of the suture anchor can occur if insertion sites are not prepared with the appropriate instrumentation prior to implantation. Incomplete anchor insertion may result in poor anchor performance.¿ a review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.